Manufacturer narrative:
During troubleshooting the sales representative (sales rep) was informed to have the customer disconnect the footswitch from the esg-400 generator and reboot the unit. The sales representative was further informed if the error is displayed while the footswitch is disconnected the unit will need to be sent for repair. Later the sale representative said the customer was able to troubleshoot the issue to the footswitch. The customer has not reported any further issues regarding the e433 code. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for an unspecified therapeutic procedure, the esg-400 generator displayed error code e433 on boot up. The procedure was completed using the same device. There were no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.